Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device testing showed the device gave a false "no cassette attached" message/alert after power on. The downstream occlusion sensor was determined to be faulty. Further inspection showed the device had sustained fluid ingression during use and this led to damage to this component.

Event description:
It was reported the device gave a false "no cassette" message with a double beep alarm. No adverse effects reported.

Event description:
Additional information was received indicating that the event occurred during test. There was no patient involvement.